Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient reported having a hypoglycemic episode which resulted in her losing consciousness and the sensor then becoming dislodged due to ¿physical impact¿ (likely from a fall when the patient lost consciousness). The patient stated that her dexcom mobile app did not provide her with an alert notifying her of her hypoglycemic state. The patient could not recall her cgm value prior to passing out but stated the ¿cgm had been reading low¿. The patient¿s friends and daughter were there when this occurred and provided the patient with coke to raise her bg level. The patient regained consciousness after an unspecified amount of time and her bg level improved after treatment with the coke. No bg meter readings were reported during this event. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/24/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.